Manufacturer narrative:
No pt info as there was no pt. Lot number is not available at time of this report. Device manufacture date unavailable at time of this report as it is dependent on the lot number. Medtronic rep stated that part replacement resolved the issue. No return of broken part expected.

Event description:
A medtronic rep reported an open clamp driver was broken. This event did not occur during surgery and no patient was present.